Manufacturer narrative:
It was reported that a revision surgery was performed due to metallosis. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The devices involved were supposedly implanted on (B)(6) 2002 based on the information provided. However, this would not be possible as the modular head, synergy stem and bhr cup have the manufacturing dates 5/15/2005, 7/18/2006 and 11/3/2006 respectively. All the released devices involved met manufacturing specifications at the time of production. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was reported due to metallosis.